Manufacturer narrative:
Complaint confirmed. Visual evaluation of the returned ar-1688-cp revealed that the swivelock anchor had fragmented at the fifth distal thread. The most likely cause(s) of this type of event include advancing the implant before the driver tip has been driven to the proper depth or prying and/or leveraging the driver.

Event description:
It was reported that during a atsl repair procedure, the surgeon prepped the bone using the 3.4 drill, drill sleeve and the 4.75 tap in the talus following the correct procedure. Upon inserting the 4.75mm swivelock, the anchor broke in half. Half of the anchor was retrieved and the other half of the anchor remained securely implanted in the patient. The rep stated that the surgeon felt comfortable leaving the remaining half of the anchor in the patient. The rep confirmed that the case was completed without any further issues.